Event description:
I had a hernia repaired on (B)(6) 2010. I had abnormal pain from the beginning. No drains were placed at that time. I ended up with abdominal drains, two emergency surgeries and a wound vac. My abdomen is still o...